Event description:
Caller reported an issue with the insulin gauge displaying a different amount than expected. There was no adverse impact to the customer¿s blood glucose level. Caller declined to troubleshoot further and was advised to monitor the issue and call back if it persists.